Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. There were numerous kinks throughout the hypotube. The hypotube was separated 88cm from hub, the separated ends were ovaled which is consistent with kinking prior to separation. The balloon was inflated by connecting a toughy, stopcock, and inflation device to the separated end. Pressure was applied to the balloon and the balloon remained inflated.

Event description:
Reportable based on device analysis completed on 03jan2020. It was reported that balloon inflation difficulties were encountered. The 90% stenosed target lesion was located in the severely calcified proximal end to middle of the left anterior descending artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilatation but failed to dilate the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a hypotube separation.